Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. Applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. The patient reported a return of pain as a result. It was reported that the recharger screen was blank, and the recharger was not charging though the patient though that she saw "fog" on the screen, which later went away. Connecting the desktop charger to the recharger did not resolve the problem. It was reported that the recharger was not beeping and the connection was wiggly. The patient reported the previous night she lost stim and experienced a return of pain. Patient was issued a new desktop charger and recharger. Additional information received stated that the replacement equipment resolved the return of pain. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and radiculopathy.